Event description:
Complainant alleged that during biomedical dept routine testing and preventative maintenance of the device, the device displayed a dot on the monitor screen. The complainant indicated that there was no pt involvement in the rpt'd failure.